Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a manipulation under anesthesia was performed due to arthrofibrosis in right knee.

Manufacturer narrative:
The associated complaint device was not returned. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed lot or failure mode. The clinical/medical team concluded information on the patient¿s rehab performance, activity level, any trauma or injuries, diagnostic images or procedure reports were not provided. Only the clinical study documents were used to complete this investigation. No further assessment is required at this time based on the information available. The noted manipulation which requires anesthesia and hospitalization is the only patient impact noted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.